Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was an error code five: instrument. After the use, during the careful decontamination, one of the device's bits broke. No information available about the way the surgeon completed the case. There were no adverse consequences to the pt.